Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator shut down during pt transport. The customer reported the unit was in use on pt, but there's no pt harm.

Manufacturer narrative:
Contact office correction: (B)(4). The fse replaced cable harness, but the unit did not recognize internal battery vent info. Replaced internal battery and unit recognized battery. Ran all required tests and all passed. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator shut down during patient transport. The customer reported the unit was in use on patient, but there's no patient harm.